Event description:
It was reported that the implantable cardioverter defibrillator exhibited a vt episode, and it was labeled as an svt episode. Programming changes were performed. There were no patient consequences.